Manufacturer narrative:
Analysis: the stent cloth is blood stained. All cusps are slightly retracted. The leaflets are flexible and intact. A large intercuspal hematoma of an unknown origin is present in the right cusp. Review of the device history record shows that this device met manufacturing specifications when released for distribution. Conclusion: analysis of the returned device did not identify a malfunction that would have caused or contributed to the reported event. The clinical event was likely related to implant technique or patient anatomy, as described by the surgeon. The device was explanted without reported adverse patient effect. Medtronic continues to monitor field performance to detect similar events.

Event description:
Medtronic received information that this bioprosthetic aortic valve was successfully implanted. While weaning the patient from cardiopulmonary bypass, the aortic wall was perforated, and bleeding was observed around the stentpost of the right commissure. The size of the hole was estimated to be 7-8mm. The heart was arrested once again, and bypass was re-initiated. The valve was explanted and replaced, and the perforation was surgically closed. The operation was completed without any adverse effect on the patient. The surgeon indicated that there appeared to be no problem with this valve, and didn't think the perforation was related to the valve itself. It is suspected that the patient's aorta was pushed by the coronary artery aneurysm (10 cm in diameter), leading to the perforation of the aorta by the stent post.